Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was disconnected and reconnected and started, this continued during calibration and did not restart driving. The unit as swapped out and replaced with another machine without any problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code -(B)(6)). A getinge field service engineer disconnected and reconnected iab catheter (transray plus) and started. It continued during calibration and did not restart driving. (Observed for 1 minute after restart).it was replaced with another machine and restarted without any problems. No reproducibility. Suspecting a sudden communication error , fse cleaned the connectors on the executive processor board and front end board, and reinstalled the software(c.06).after each work, checked the operation based on the periodic inspection record sheet and confirmed that it was currently in good working order. Returned and approved for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was disconnected and reconnected and started, this continued during calibration and did not restart driving. The unit as swapped out and replaced with another machine without any problems. There was no patient harm reported.